Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and a family member contacted support while attempting to perform a supply change and were unable to properly connect the connector to the device. Guidance was provided on correct connector orientation and insertion technique; however, despite hearing a click, the connector could not be rotated into the proper position. During troubleshooting, the device was turned off and assistance was provided to restore power by placing it on the charging pad. The patient reported observing residue inside the cartridge chamber, and images were requested and reviewed. Additional troubleshooting steps, including a dry run and repeating the cartridge and tubing change after rewinding, were attempted, but the connector still could not be secured. Due to the inability to complete the supply change, a replacement device was arranged. The patient reported that blood glucose levels were affected during the event, reaching approximately 216 mg/dl for about one hour. No back-up therapy or ketone testing was performed, and no medical intervention or additional assistance was required. The patient reported no symptoms or immediate health effects. Replacement logistics, data synchronization, shutdown procedures, and continued use of the continuous glucose monitor were reviewed and confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.